Manufacturer narrative:
Concomitant continued: dtma2d1 crt-d, implanted (B)(6) 2017. Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) pacing lead exhibited a varying impedance trend. Oversensing and noise were also observed. The rv defibrillation coil also exhibited a varying impedance trend. Both leads remain in use after a normal defibrillation threshold test was conducted. No patient complications have been reported as a result of this event.